Event description:
The customer obtained multiple reproducible, (B)(6) results from two different patient samples while using the vitros 3600 system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the affected results were not reported from the laboratory as they were repeat tested on a vitros eci analyzer. There was no report of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple reproducible, (B)(6) results were obtained from two different patient samples while using the vitros 3600 system. There is no evidence that an instrument related or reagent related issue contributed to the event. The root cause of the event is unknown. However, a variation in performance between the 3600 and eci analyzer cannot be ruled out.